Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) appeared to be oversensing, with noise seen on the device with manipulation. Only p-waves were visible on the electrocardiogram. The left ventricular port on the device was noted to be open at the time. A lead was inserted into the port and the crt-p was implanted and remains in use. No patient complications have been reported as a result of this event.